Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a gas leak alarm.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse inspected the unit and the troubleshooting revealed that the safety disk had a leak. In order to fix the issue, the fse replaced the . Then, the electrical safety tests were carried out. The test passed. The fse then performed functional test and the test ran ok.

Event description:
It was reported that before use , the cardiosave intra-aortic balloon pump (iabp) unit has a gas leak alarm. There was no patient involvement.